Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm noted. The insulin pump was unable to verify alarm due to button/keypad anomaly. The insulin pump received with cracked case at display window corners, broken reservoir tube lip and minor scratched display window.

Event description:
The customer reported via phone call that they had a button error alarm on the insulin pump. Customer's blood glucose was 220 mg/dl. Customer was just sitting down for dinner and went to do a bolus when they received a button error. Customer took the battery out of the pump and when they placed it back in, they received an unexpected restart. Customer was not able to clear the unexpected restart on the screen. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer declined to send the insulin pump back.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.